Manufacturer narrative:
Device investigation: there are two kinks visible on the catheter; one located 45.5 cm from the distal tip and the other just distal of the stainless steel strain relief. The strain relief kink was noted in the initial complaint. There are two flat spots at 2.5 and 4.9 cm from the distal tip. These are not mentioned in the complaint. A 0.03" mandrel was introduced into the hub of the catheter. It reached the end of the strain relief and would not go further. The unit is non-functional. Conclusion: the unit is damaged as described in the complaint. There is not enough information given in the complaint description to determine how the device became damaged. In addition, the flat spots on the distal end of the catheter appear consistent with crush damage, likely the result of rough handling post complaint.

Event description:
A psc054 package was opened and it was discovered that the catheter was kinked near the hub. There were no patient adverse events and a new psc054 was used without incident.